Event description:
Item# mask anesth sm chd 5230; supplier: (B)(4); lot#: 0004313771; item issue: mask would not dislodge from the bag easily like in prior usage of this item before. Reported date: 07/30/2025; qty found: 5; as of right now this is being monitored for anymore. Reference reports: mw5174126, mw5174127, mw5174128, mw5174130.